Manufacturer narrative:
Product complaint # (B)(4). Patient code: no code available ((B)(4)) used to capture the surgical intervention if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was going to do a hip wash out on a patient that came into the ER with a painful hip. The surgeon said he thought that there was an infection so he did a thorough I&d and replace the hip ball on a srom stem and changed a liner in a pinnacle cup.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.